Event description:
It was reported the tsb35 was used during a colon procedure. It was reported the device could not be fired. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48536. Ees #.98023/c. D5; h4: information not available, device not returned for analysis.